Event description:
It was reported that this electrode exhibited a high shock impedance of greater than 150 ohms. It was noted the patient had gained approximately 10 kilograms in weight since system implant, and tissue/fat was observed between the sternum and electrode in x-ray imaging. A commanded shock test was performed with a subsequent shock impedance value of 166 ohms after a 65 joule shock. The patient was provided with latitude and device data was sent to technical services (ts) for further review. Ts reviewed the recorded subcutaneous electrocardiograms (secgs) and noted that although an impedance of 166 ohms can result in significantly reduced conversion success, they saw no indication of compromised system integrity. Besides commanded shock testing, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a high shock impedance of greater than 150 ohms. It was noted the patient had gained approximately 10 kilograms in weight since system implant, and tissue/fat was observed between the sternum and electrode in x-ray imaging. A commanded shock test was performed with a subsequent shock impedance value of 166 ohms after a 65 joule shock. The patient was provided with latitude and device data was sent to technical services (ts) for further review. Ts reviewed the recorded subcutaneous electrocardiograms (secgs) and noted that although an impedance of 166 ohms can result in significantly reduced conversion success, they saw no indication of compromised system integrity. Besides commanded shock testing, no other adverse patient effects were reported. This electrode remains in service.